Event description:
It was reported that during the implant procedure, upon extending the helix, the right atrial lead exhibited high impedance. The lead was not used and a new lead was implanted without any issues. The patient¿s condition was good post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.